Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer had low blood glucose level. The customer's blood glucose was 54 mg/dl. The customer's mother reported that the insulin pump had blank display and replace battery now alarm. The customer's mother reported that they received replace battery, power error and power loss alarms in the alarm history. The customer's mother reported that they did not received low battery alert's prior to replace battery now alarm. The customer's mother declined troubleshooting for low blood glucose and for the power error alarm and power loss alarm. It was also stated that there was crack on the center button. The insulin pump was returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.